Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data and performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Additionally, minimum fill notifications occurred with intermittent cartridges after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, the customer performed the fill tubing sequence 6 times. Customer¿s blood glucose level ranged between 71-239mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.